Event description:
Miradry procedure was done right axilla began to slowly swell, developed purple bruising, then pinpoint hole opened and started draining bloody fluid. Some fluid was send off for culture early (B)(6) 2023. It was negative for infection. It's (B)(6) and the abscess is back but it's worse. Very painful, swollen, and bruised. There's another pinpoint hole that opened up and fluid started leaking down her side. She tried squeezing it and copious amounts of gelatinous brown fluid, blood clots, and small hard plugs came out. There seems to be no end to the amount of fluid in there. She has to keep changing the gauze pad under her arm. She's going to have to have a surgical incision and drainage of the abscess.

Manufacturer narrative:
No further information available. Complaint was given via social media as well as medwatch report (mw5144772). Reached out to patient with no response.